Event description:
Rptr and other "people" had the pedicle screws and plates put in their backs. According to rptr they were promised they would be as good as new, no limitation on bending and lifting and moving with pain. This did not happen. Rptr states that they were put in pain "so bad that rptr has no life left. We are not human any longer." "Rptr questions how can the people say they did nothing wrong?" Rptr questions why did you not stop them. See more people would be alive today? Help us get the co to stop and listen to us. We want our day in court. We want to tell the court our side. Then let them say we were not hurt worse. Please stop these people from killing more of us."